Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts additional information from the user regarding the event was not made available. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that external stress was applied to the lock lever of connecting tube, which broke the lever and the tube was unable to be connected. The user may have applied force toward incorrect direction. However, because the subject device was not returned, the reported event could not be confirmed and a definitive root cause could not be determined. The user can detect the event by conducting the inspection below. "Preparation and inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. Investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility. This report is related to patient identifier (B)(6).

Event description:
The customer reported to olympus the tab broke on the connecting tube making it impossible to connect to the endoscope reprocessor. The issue was found during reprocessing. There was no patient involvement.